Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping/abdominal cramping") in a 33-year-old female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included mood swings (not recovered prior to essure). Previously administered products included for an unreported indication: mirena from 2010 to 2012 and depo from 1999 to 2008. Concurrent conditions included oral contraception since 2008 and uterine disorder. Concomitant products included atorvastatin since 2015, cefalexin (cephalexin) since (B)(6) 2014, colecalciferol (vitamin d3) since (B)(6) 2014, cyclobenzaprine since (B)(6) 2016, docusate sodium since 2015, gabapentin from (B)(6) 2014 to (B)(6) 2014, ibuprofen since 2014, lovastatin from (B)(6) 2010 to (B)(6) 2011, meloxicam from (B)(6) 2012 to (B)(6) 2013, naproxen sodium (aleve), nucochem pediatric (cheratussin) since (B)(6) 2016, ondansetron, oxcarbazepine (trileptal) from 2014 to 2015, oxycodone/apap (oxycodone w/paracetamol), prednisone from 2014 to 2016, salbutamol (ventolin) since(B)(6) 2016 and tramadol from (B)(6) 2011 to (B)(6) 2016. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain"), fatigue ("fatigue"), back pain ("lower back pain") and abdominal pain ("abdominal pain"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("severe bloating"), rash ("rashes"), bacterial vulvovaginitis ("bacterial infections"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), migraine ("migraines / headaches"), headache ("migraines / headaches"), alopecia ("hair loss") and urinary incontinence ("bladder leakage"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, pelvic pain, alopecia and back pain had resolved and the abdominal distension, rash, bacterial vulvovaginitis, menorrhagia, vaginal haemorrhage, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, abdominal pain and urinary incontinence outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, alopecia, back pain, bacterial vulvovaginitis, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, rash, urinary incontinence and vaginal haemorrhage to be related to essure. The reporter commented: 3 to 4 coils seen in the left tube and 3 to 4 coils seen in the right tube. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), migraines / headaches, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, and hair loss, abdominal pain, bladder leakage were added. Concomitant medications and patient's history added on 1-mar-2018: medical records received: patient's medical history was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping/abdominal cramping") in a 33-year-old female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder (not recovered prior to essure). Previously administered products included for an unreported indication: mirena from 2010 to 2012 and depo from 1999 to 2008. Past adverse reactions to the above products included device expulsion with mirena. Concurrent conditions included oral contraception since 2008, uterine disorder, psoriasis, irritable bowel syndrome, sciatica, gastroparesis, obesity, high cholesterol, neoplasm of uncertain behavior of skin and psoriatic arthritis. Concomitant products included atorvastatin since 2015, cefalexin (cephalexin) since (B)(6) 2014, colecalciferol (vitamin d3) since (B)(6) 2014, colestyramine (cholestyramine), cyclobenzaprine since (B)(6) 2016, docusate sodium since 2015, gabapentin from (B)(6) 2014 , golytely [macrogol,kcl,na bicarb,nacl,na+ sulf], hyoscyamine, ibuprofen since 2014, lansoprazole (prevacid), lovastatin from (B)(6) 2010 to (B)(6) 2011, meloxicam from (B)(6) 2012 to (B)(6) 2013, metronidazole, naproxen sodium (aleve), nucochem pediatric (cheratussin) since (B)(6) 2016, ondansetron, oxcarbazepine (trileptal) from 2014 to 2015, oxycodone/apap (oxycodone w/paracetamol), prednisone from 2014 to 2016, salbutamol (ventolin) since (B)(6) 2016, tramadol from (B)(6) 2011 to (B)(6) 2016, ziprasidone hydrochloride (geodon) and methoprednisone. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("headaches migraine"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain"), weight fluctuation ("both weight gain(60 pounds) and weight loss(80 pounds) after hysterectomy"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, menopausal symptoms ("menopause like symptoms; too much testosterone") and blood testosterone increased ("hormonal changes: menopause like symptoms; too much testosterone"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("severe bloating"), rash ("rashes"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post procedural urine leak ("bladder leakage from essure removal procedure"), depression ("depression"), mood swings ("mood swings"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy and bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, migraine, pelvic pain, fatigue, alopecia and back pain had resolved, the abdominal distension, rash, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia, post procedural urine leak, weight fluctuation, bladder disorder, urinary tract disorder, urinary incontinence, bacterial vaginosis, menopausal symptoms and blood testosterone increased outcome was unknown and the depression and mood swings had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bacterial vaginosis, bladder disorder, blood testosterone increased, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menopausal symptoms, menorrhagia, migraine, mood swings, pelvic pain, post procedural urine leak, rash, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: 3 to 4 coils seen in the left tube and 3 to 4 coils seen in the right tube. The patient tolerated the placement procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2013: total bilateral occlusion . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-jul-2018: quality-safety evaluation of ptc:quality-safety evaluation, entry of FDA codes, expiration date, MFR date and addition of ptc global number reference. Device problem codes provided. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping/abdominal cramping") in a 33-year-old female patient who had essure (batch no. 927077) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bipolar disorder (not recovered prior to essure). Previously administered products included for an unreported indication: mirena from 2010 to 2012 and depo from 1999 to 2008. Past adverse reactions to the above products included device expulsion with mirena. Concurrent conditions included oral contraception since 2008, uterine disorder, psoriasis, irritable bowel syndrome, sciatica, gastroparesis, obesity, high cholesterol, neoplasm of uncertain behavior of skin and psoriatic arthritis. Concomitant products included atorvastatin since 2015, cefalexin (cephalexin) since (B)(6) 2014, cholecalciferol (vitamin d3) since (B)(6) 2014, colestyramine (cholestyramine), cyclobenzaprine since (B)(6) 2016, docusate sodium since 2015, gabapentin from (B)(6) 2014 to (B)(6) 2014, golytely [macrogol,kcl,na bicarb,nacl,na+ sulf], hyoscyamine, ibuprofen since 2014, lansoprazole (prevacid), lovastatin from (B)(6) 2010 to (B)(6) 2011, meloxicam from (B)(6) 2012 to (B)(6) 2013, metronidazole, naproxen sodium (aleve), nucochem pediatric (cheratussin) since (B)(6) 2016, ondansetron, oxcarbazepine (trileptal) from 2014 to 2015, oxycodone/apap (oxycodone w/paracetamol), prednisone from 2014 to 2016, salbutamol (ventolin) since (B)(6) 2016, tramadol from (B)(6) 2011 to (B)(6) 2016, ziprasidone hydrochloride (geodon) and methoprednisne. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced migraine ("headaches migraine"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pain/ pelvic pain"), fatigue ("fatigue"), alopecia ("hair loss"), back pain ("lower back pain"), weight fluctuation ("both weight gain(60 pounds) and weight loss(80 pounds) after hysterectomy"), bacterial vaginosis ("bacterial vaginosis") with vaginal discharge, menopausal symptoms ("menopause like symptoms; too much testosterone") and blood testosterone increased ("hormonal changes: menopause like symptoms; too much testosterone"). On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), abdominal distension ("severe bloating"), rash ("rashes"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), post procedural urine leak ("bladder leakage from essure removal procedure"), depression ("depression"), mood swings ("mood swings"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and urinary incontinence ("urinary incontinence"). The patient was treated with surgery (robotic assisted laparoscopic hysterectomy and bilateral salpingectomy, diagnostic cystoscopy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain lower, migraine, pelvic pain, fatigue, alopecia and back pain had resolved, the abdominal distension, rash, menorrhagia, vaginal haemorrhage, headache, dysmenorrhoea, dyspareunia, post procedural urine leak, weight fluctuation, bladder disorder, urinary tract disorder, urinary incontinence, bacterial vaginosis, menopausal symptoms and blood testosterone increased outcome was unknown and the depression and mood swings had not resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bacterial vaginosis, bladder disorder, blood testosterone increased, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menopausal symptoms, menorrhagia, migraine, mood swings, pelvic pain, post procedural urine leak, rash, urinary incontinence, urinary tract disorder, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: 3 to 4 coils seen in the left tube and 3 to 4 coils seen in the right tube. The patient tolerated the placement procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - in 2013: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: weight gain, bladder problems, urinary incontinence, urinary disorder, vaginal discharge, bacterial vaginosis, menopausal symptoms, testosterone increased. Event outcome of abdominal cramping, fatigue, migraine updated to recovered. Other relevant history and concomitant drugs added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") in a female patient who received essure for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient started essure. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and clinically significant/intervention required), abdominal distension ("severe bloating"), rash ("rashes") and vaginitis bacterial ("bacterial infections"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain lower, abdominal distension, rash and vaginitis bacterial outcome was unknown. The reporter considered abdominal pain lower, abdominal distension, rash and vaginitis bacterial to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe cramping (seen as abdominal pain lower). A laparoscopic hysterectomy and bilateral salpingectomy was performed around 4 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced severe cramping. Considering the nature of the event causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. The product technical analysis has been sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 20-mar-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she presented severe cramping (seen as abdominal pain lower). A laparoscopic hysterectomy and bilateral salpingectomy was performed around 4 years after placement. The reported event is serious due to medical importance and anticipated in essure's reference safety information. After essure insertion, pelvic, abdominal and uncharacterized pain may occur. In this present case, after the implant procedure, plaintiff experienced severe cramping. Considering the nature of the event causality cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.